Event description:
This is a nursing home pt with an aus whose muscles are "completely retracted back and very stiff". Approximately 3 weeks prior to removal the pt presented at the dr's office with a pump that had eroded through the scrotum. When scoped it was noted that the fluid was all gone from the device and the dr saw part of the cuff which appeared to be an erosion of the cuff through the urethra. During the device removal, a perineal incision was made to remove the cuff. The pt had a pediatric catheter in prior to surgery. When the cuff was removed the dr pulled the cuff and the pediatric catheter through the urethra which was severed. A suprapubic catheter was put in the pt.